Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient underwent a replacement surgery of his inflatable penile prosthesis cylinders and pump due to fluid loss. It was added that the hole was visually identified in the cylinder tubing. No patient complications were reporting in relation to this event.